Event description:
Multiple balance chamber pressure high alarms occurred toward the end of a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback in a timely manner as directed in the user's guide following an unrecoverable alarm. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has reviewed the event with the operator. No additional information will be provided.